Event description:
It was reported that while in the cath lab in intra-aortic balloon (iab) was inserted in the right femoral artery on (B)(6) 2010. In the intensive care unit (ICU), the pump was in use and on day #2, approx 36-48 hours, the pump began to have helium loss alarms and purge failure alarms. The staff noticed brown flakes in the driveline tubing and the intra-aortic balloon pump (iabp) was stopped immediately. The physician was called and the iab was removed. The decision was made not to reinsert another iab. The event did not cause any pt death. The pt remains in the ICU and it is unk if any injuries have occurred. There were no medical or surgical interventions taken. Additional info received on (B)(6) 2010 from the sales representative stated that another iab was not inserted as therapy was no longer needed.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the event was determined not to be a balloon rupture, therefore, it is reportable. Device eval: the iab, teflon sheath and driveline tubing with the 40 cc connector was returned. There was blood on all interior and exterior surfaces of the iab and teflon sheath. There were dried blood clots noted inside the bladder and one-way valve. There was dried blood also noted on the interior surfaces of the driveline tubing. The first 6 cm of the distal tip of the bladder was pulled over the stainless steel tip and the bladder was unwrapped. The sheath was on the catheter approx 40 cm from the distal tip of the iab. The flex tip assembly kinked 1.7 cm from the distal tip of the iab and was bent/kinked approx 5.5 cm from the distal tip of the iab. The central lumen was bent approx 21 m, 26.5 cm and 35 cm from the distal tip of the iab. The catheter was kinked and the central lumen was bent approx 73 cm from the distal tip of the iab. Sutures were on the wing of the catheter and bifurcation cuffs. The one-way valve was connected to the iab. There was hard dried blood noted inside the one-way valve. The fiberoptix sensor (fos) and cal key were connected to the iab. An in-house spring wire guide (swg) would not pass the bend in the central lumen at 73 cm from the distal tip of the iab. The fos fiber was broken approximately 1.5 cm from the distal tip of the iab. A leak (slit) was detected in the bladder approx 1.5 cm from the distal tip of the iab. The slit is consistent with the broken fiber at 1.5 cm from the distal tip of the iab. The bladder thickness was measured and was within specification. A device history record review was conducted for the lot number/serial number. The device passed all mfg specifications prior to release. The reported complaint of "helium loss alarms and purge failure alarms" could not be confirmed. The iab was returned damaged and could not be functionally tested. The condition of the returned bladder being detached from the tip most likely occurred during intervention that was required to remove the iab. However, there was a slit found in the bladder that is consistent with the fiber break. Although it cannot be determined when the slit occurred, it most likely could have contributed to blood entering the tubing and helium loss alarms and purge failure alarms.